Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73l1600795 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Clips could not be loaded into the applier properly. Therefore, a new unit was used. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. There were two clips received loose from the device. The returned sample was visually examined with and without magnification revealed that the product appears used. No other defects or anomalies were observed. During functional inspection upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The orange indicator clip was fired indicating that no more clips remained in the device. The device was disassembled to inspect the internal components and no further damages were found. Teleflex japan performed the first functional inspection on the device. It was found that 2 clips were remaining in the device indicating that 13 clips were fired by the end user. Both clips were able to properly load and close. One of the clips was successfully attached to over-stressed surgical tubing. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "clips not loading correctly" was not confirmed based upon the sample received. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. Although the reported complaint issue could not be confirmed since all of the clips in the returned device properly loaded and closed, the broken internal ratchet ears could cause issues with the loading of the clips. Therefore, based upon the observed damage, operational context caused or contributed to this event. No further action will be taken.

Event description:
Clips could not be loaded into the applier properly. Therefore, a new unit was used. There was no patient injury.